Event description:
Customer called on (B)(6) 2011 reporting of a fluid leak inside the immage 800 immunochemistry system. Customer stated that dried wash buffer was also found near the sample probe and under the instrument. Customer technical support (cts) advised customer the use of proper personal protective equipment before troubleshooting and instructed customer to check for active leaks at the probes and syringes but none were found. Cts also instructed customer to prime and check for further leaks and customer found pooled liquid under the reagent syringe assembly. No exposure or injury was reported as a result of the leak and patient results were not affected. Field service engineer (fse) spoke with the customer on the phone and the customer stated that they found 3 way valve fitting loose causing wash buffer to pool. Fse had the customer to remove the front cover and tightened fittings on valve assembly.

Manufacturer narrative:
Evaluation - method: troubleshooting was done over the phone. Evaluation - results: customer removed the front cover and tightened fittings on valve assembly. (B)(4). Troubleshooting was done over the phone.